Manufacturer narrative:
(B)(4). Additional concomitant medical products: nexgen stemmed tibial tray, catalog#: 00598004702, lot#: 62060605; nexgen lps flex femoral, catalog#: 00596401751, lot#: 62036143; nexgen prolong articular surface, catalog#: 00596204212, lot#: 62036459; nexgen taper stem plug, catalog#: 00596009900, lot#: 62036568. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00261, 0002648920-2018-00036, 3007963827-2018-00011, 0001822565-2018-00358. Remains implanted.

Event description:
It was reported that after a left knee arthroplasty the patient is experiencing pain and slight swelling. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Per package insert nexgen cr, ps, cra, lps and lcck knee, pain and swelling are some of the adverse effects of the tka procedure. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.